Event description:
S/p bilateral transaxillary submuscular 275cc h/s gels. These encapsulated so pt had bilateral open capsulotomies and replacement with 300cc h/s gels. The encapsulation recurred. So had bilateral removal. No capsulotomies and replacement with subglandular inframammary 220cc meme's. These stayed soft until the left began to harden slowly and pt noticed a lump. A mammogram and MRI were obtained which demonstrated a left extracapsular rupture. C/o significantly increased left pain involving arm. In addition over the years pt has developed progressive disabling systemic symptoms. These include arthralgias (positive am stiffness)/myalgias, paresthesias/dysesthesias, swelling, fatigue, sleep disturbance, hot flashes/sweats/chills, headaches/tmjd, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sensitivity to sun/cold, sob/chest pain, choking sensation, weight fluctuations, decreased appetite, gi/gu disturbance and dyspareunia.